Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that she received a no delivery alarm on her insulin pump. Her blood glucose at the time of incident was 409 mg/dl. Customer treated her high blood glucose with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm; the removed the reservoir and infusion set and re-inserted them, and she successfully primed the tubing. The customer was advised that the insulin pump was working as designed. No products were returned or shipped.